Manufacturer narrative:
(B)(4). Viper universal polyaxial driver (product code: 2797-34-000n, lot number: gm4177301) was returned to the complaints handling unit (chu). Visual examination at the macroscopic level of the returned igs brainlab 5.5 viper quick-connect universal poly driver [product code: 2797-34-000n, lot no: gm4177301] revealed that the fracture was located at the driver¿s distal tip. The fractured driver tip was not provided for evaluation. The fracture analysis report for the poly driver suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending around the cannulation. Driver met hardness specification. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver tip breaking cannot be determined from the sample and information available. The results of fracture analysis have determined that a probable root cause is a quasi-static overload torsional shear failure starting at the hex lobes and extending around the cannulation. This may have occurred due to unexpectedly high amounts of force applied during tightening. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Using the mpact technique dr (B)(6) was tapping a pedicle, initially over a guide wire. The guidewire was removed mid way through the tapping and tapping continued. As the tap was about to bottom out and was buried approx. 75% of the threads, the threaded portion of the tap broke off. Several attempts were made to remove the broken piece (trephine, screw remover, vice grips) but a midas was the only burring around to free the piece. While inserting a 7x40mm viper cortical fix screw, the top of the screwdriver broke off leading dr goldman to believe that the t-handle broke. Fortunately, the screw was completely seated in the pedicle when the instrument broke.